Event description:
It was reported that the patient contacted the following clinic due to inability power up the merlin@home transmitter. When the patient removed the prongs from the power adaptor, burn marks on left contact were observed. The patient was given a replacement transmitter. There were no patient consequences.